Event description:
It was reported the device exhibited 'cassette not attached properly' alarms. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg 4/23/2024. One device was returned for analysis. Visual inspection showed scratched lcd lens. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the latch lock sensor. As a result, the latch lock sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.